Event description:
It was reported that the burr was stuck with the rotawire. The target lesion was located in the left coronary vessel. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck with the rotawire. The devices were removed slowly from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and patient was stable.

Event description:
It was reported that the burr was stuck with the rotawire. The target lesion was located in the left coronary vessel. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck with the rotawire. The devices were removed slowly from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and patient was stable.

Manufacturer narrative:
D4: lot number corrected from 0027113352 to 0027380609. D4: expiration date corrected from 03/10/2023 to 04/25/2023. H4: device manufacture date corrected from 04/09/2021 to 05/25/2021. Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. The rotawire used in the procedure was not returned for analysis. So, functional testing consisted of using a test rotawire. The wire was inserted and removed from the device with no resistance or issues.